Event description:
Reporter alleged blood glucose measured 116 mg/dl and customer thought the reading was lower than normal so retested where glucose then measured 223 mg/dl within a couple minutes later. Customer stated also obtaining results of 183, 186, & 173 mg/dl back to back within 10 minutes of the original test. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.